Event description:
It was reported elective replacement indicator (eri) occurred. The pump was replaced. It was indicated as prophylactic removal to avoid in-vivo battery depletion. There was no injury and the patient recovered without sequela. The pump was delivering morphine and bupivacaine. Additional information reported the pump was replaced due to it being placed in a way that pushed on the patient's ribs and caused pain. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - functional checks during decontamination were acceptable, no destructive analysis was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.